Event description:
Pt had port placed 3/13 for br ca treatment. Pt came back through ed(emergency dept) for suspicion of infection (cellulitis around port, pain, erythema and neutropenic fever). Mediport removed 3/25. Negative blood cultures and catheter tip cultures. Mediport replaced 4/10 but has since had similar symptoms. Ref report: mw5169637.